Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2022-00912, 1627487-2022-00913, 1627487-2022-00915. It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted, but was unable to restore therapy. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. No new products were implanted.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned lead found no physical anomalies and it passed isolation resistance and continuity resistance testing.